Event description:
It was reported that during a hand assisted laparoscopic sigmoid procedure, while the physician was inserting his hand, the device tore. Another device was opened to complete the case. There was no pt consequence.